Event description:
Reference number (B)(4) event occurred in the united stated. It was reported that the patient faced systemic infection due to the cannula (B)(6) 2025. It was stated that after removing cannula, there was a pooling and nodules. It was stated that when placed a new cannula on a different site, patient received medication from the new cannula and also from the pooling because the medication gets absorbed at some point. No further information available.